Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (hysteroscopic removal of essure device). Essure was removed. At the time of the report, the device dislocation, uterine perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered anxiety, device dislocation, menstrual disorder, pain, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation /migration of essure device location of device: uterus'), device dislocation ('migration/ failure to occlude (close) fallopian tube(s).') And device expulsion ('the device that had been in the left tube had previously been noted to have been expelled') in a 44-year-old female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included celecoxib (celexa) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic pain"), anxiety ("emotional anguish /mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 days after insertion of essure. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and pain ("physical pain"). The patient was treated with surgery (hysteroscopic removal of essure device and laparoscopic tubal coagulation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, pain, anxiety, vaginal haemorrhage, menorrhagia, depression, migraine, headache and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in these fu 1 the model no. Received. Is ess205 as per mr . But the placement of essure is of (B)(6) 2008. The number of expanded coils that a pea red trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: the distal of the 2 wires has been expelled.; on 28-apr-2008: confirmed that the essure device was successfully occluded. Failure to occlude (close) fallopian tubes, migration of essure device, expulsion of essure device. Failure to occlude (close) fallopian tubes, migration of essure device, expulsion of essure device. Discrepancy noted for the same date. Urinary system x-ray on (B)(6) 2008: 1. Spillage of contrast from both fallopian tubes as noted above. Presence of single wire shown to be within the uterus. The previously noted second wire has apparently been expelled and kub does not show evidence for a migrated wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic fatigue. Lot number: 624829, manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Events:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines , headaches, , dyspareunia (painful sexual intercourse) were added. Event verbatim :persistent pelvic pain/pain pelvic pain ,perforation /migration of essure device location of device: uterus , emotional anguish , mental anguish were updated. Event: outcome were updated: pain .lab data , concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and device expulsion ('the device that had been in the left tube had previously been noted to have been expelled') in an adult female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (hysteroscopic removal of essure device and laparoscopic tubal coagulation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, device expulsion, pelvic pain, menstrual disorder, pain and anxiety outcome was unknown. The reporter considered anxiety, device dislocation, device expulsion, menstrual disorder, pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: in these fu 1 the model no. Received. Is ess205 as per mr . But the placement of essure is of (B)(6) 2008. The number of expanded coils that a pea red trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: the distal of the 2 wires has been expelled; on (B)(6) 2008: confirmed that the essure device was successfully occluded. Urinary system x-ray on (B)(6) 2008: spillage of contrast from both fallopian tubes as noted above. Presence of single wire shown to be within the uterus. The previously noted second wire has apparently been expelled and kub does not show evidence for a migrated wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic fatigue lot number: 624829, manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and device expulsion ("the device that had been in the left tube had previously been noted to have been expelled") in an adult female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (hysteroscopic removal of essure device and laparoscopic tubal coagulation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, device expulsion, pelvic pain, menstrual disorder, pain and anxiety outcome was unknown. The reporter considered anxiety, device dislocation, device expulsion, menstrual disorder, pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: in these fu 1 the model no. Received. Is ess205 as per mr . But the placement of essure is of (B)(6) 2008. The number of expanded coils that a pea red trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the distal of the 2 wires has been expelled.; on (B)(6) 2008: confirmed that the essure device was successfully occluded. Urinary system x-ray - on (B)(6) 2008: 1. Spillage of contrast from both fallopian tubes as noted above. 2. Presence of single wire shown to be within the uterus. 3. The previously noted second wire has apparently been expelled and kub does not show evidence for a migrated wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs and mr received : reporter's information updated. Lot no. Added. Event: device expulsion was added. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation /migration of essure device location of device: uterus'), device dislocation ('migration/ failure to occlude (close) fallopian tube(s).') And device expulsion ('the device that had been in the left tube had previously been noted to have been expelled') in a 44-year-old female patient who had essure (batch no. 624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain. Concomitant products included celecoxib (celexa) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic pain"), anxiety ("emotional anguish /mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines / headaces"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 days after insertion of essure. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), pain ("physical pain") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopic removal of essure device and laparoscopic tubal coagulation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, pain, anxiety, depression, migraine, headache and dyspareunia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in these fu 1 the model no. Received. Is ess205 as per mr . But the placement of essure is of (B)(6) 2008. The number of expanded coils that a pea red trailing into the uterine cavity was 6. Patients received treatments for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the distal of the 2 wires has been expelled.; on (B)(6) 2008: confirmed that the essure device was successfully occluded. Failure to occlude (close) fallopian tubes, migration of essure device, expulsion of essure device.failure to occlude (close) fallopian tubes, migration of essure device, expulsion of essure device. Discrepancy noted for the same date. Urinary system x-ray - on (B)(6) 2008: 1. Spillage of contrast from both fallopian tubes as noted above. 2. Presence of single wire shown to be within the uterus. 3. The previously noted second wire has apparently been expelled and kub does not show evidence for a migrated wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic fatigue lot number: 624829 ,manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event fatigue was added. Outcome of the events "abnormal bleeding (vaginal, menorrhagia), pelvic pain" were updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (hysteroscopic removal of essure device). Essure was removed. At the time of the report, the device dislocation, uterine perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered anxiety, device dislocation, menstrual disorder, pain, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.